Event description:
Philips received a complaint from manufacturer's product support engineer (pse) reporting the power cord on the v60 ventilator failed to meet specifications during testing. The issue was identified during preventative maintenance (pm) service. The device was not in clinical use. There was no report of harm or other impact to the user. The device did not meet specification for intended use and was remained out of service. The pse evaluated the device for pm and reported electrical safety testing indicated the ground wire resistance exceeded the limits stated in the service manual. The power cord was found to be worn and thus replaced. The device was operational and within specifications after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.